Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured during inflation, so it could not be used. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured during inflation, so it could not be used. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. Additional information was requested but not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 and button 2 were not depressed. The stopcock was closed, with no syringe attached to the unit. The sealant was in its manufactured position and fully covered by the sealant sleeves. No abnormal conditions were observed regarding the sealant sleeves. The procedural sheath was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The functional inflation/deflation analysis could not be performed due to a complete burst condition of the balloon. Per microscopic analysis, a high-magnification evaluation was conducted on the balloon surface. The analysis revealed a complete radial separation of balloon material consistent with the burst condition observed during visual inspection. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the balloon rupture found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced. However, access site vessel characteristics (which were not provided) and/or concomitant device factors (although the procedural sheath was not returned for analysis) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.